Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The unit was disassembled when the fse arrived to the site. The fse replaced the drive manifold due to error 65 and the batteries because they failed while working on unit. The unit failed after less than 1 hour on battery. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented multiple issues. It will not start up in normal or service screen either. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.